Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A knowledge article was provided by the technical service team. When the field service agent arrived no defect was found. The system functioned as intended after the field service engineer analyzed the device.

Event description:
It was reported by the customer that pyxis medstation es system drawers were not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.